Event description:
A 77 y/o male with acute osteomyelitis, intraspinal abscess and staphylococcus aureaus bacteremia underwent insertion of a PICC line on 3/3/97 for antibiotic therapy. On 3/17/97 the nursing home reported the port was inaccessible (could not flush or get blood return). Flouroscopy confirmed a kink in the PICC line. Line replaced with the same device (r-line). Nursing home instructed on proper care of the catheter. Pt returned on 3/21/97 again with the complaint of an inaccessible port. Fluoroscopy confirmed kink in line two inches from the hub.